Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: writing error in the (dual in-line memory module) dimm and no image was displayed. A root cause could not be identified. Based on the results of the investigation, due to a writing error in the dimm (dual in-line memory module), error code e116 (scope communication error) was displayed and therefore, no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited a scope communication error e116 that occurred during service maintenance. There were no reports of patient harm.